Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during pre-setup, a 980 ventilator battery was not charging. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) evaluated the ventilator and replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the (B)(4) battery was returned for failure investigation. The battery was visually inspected with no anomalies observed. The received component was installed into the battery firmware tester, which was unable to read the information on the battery, which is indicative of a zero percent charge battery. When installed into a test ventilator, the battery was shown to be at zero percent charge. The battery was found to not charge and displayed characteristics of a hardware short circuit condition. The failure was isolated to the battery, but a cause could not be identified. No corrective action is required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.